Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient had a sensitivity to pain, similar to an electric shock during use of a propex iq apex locator; no injury resulted.

Manufacturer narrative:
The device was evaluated and found to be within specification.